Event description:
The manufacturer became aware of a rep dreamstation auto CPAP alleging kidney disease/toxicity. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was damaged buttoms on upper enclosure additionally, the patient¿s complaint was not confirmed, and the device was corrected. The device's event log was reviewed by the service center and error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error. "During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was damaged buttons on upper enclosure additionally, the patient¿s complaint was not confirmed, and the device was corrected. The device's event log was reviewed by the service center and error code found.". Please note that following further review of complaint information it was determined that the device was not returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report and h11 updated as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, the cosmetic defect found was damaged buttoms on upper enclosure was observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. In box h: (device) problem code grid evaluation method code, evaluation result code and conclusion code, remedial action init, recall (z) number has been updated. In box d: product brand name, model number, catalog item identifier and product UDI has been corrected.